Manufacturer narrative:
(B)(4) date sent to the FDA: 7/8/2020 additional information: h6 a manufacturing record evaluation was performed for the finished device batch pjp838, 8556h56 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices with suture broken were involved in this single procedure? =>the sales rep reported 3 devices. No further information will be provided. Note: events reported in 2210968-2020-04102, 2210968-2020-04103, 2210968-2020-04104.

Event description:
It was reported that a patient underwent a unknown cardiovascular procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke other than knot during continuous suturing. There were no adverse patient consequences to the patient. No additional information was available.